Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the rod was broken. The patient is scheduled to undergo a revision surgery. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.